Manufacturer narrative:
(B)(4).

Event description:
It was reported that a device not communicating with transmitter 8hh1mm occurred. Data was provided for investigation for transmitter 8hh1mc . The reported event of device not communicating with transmitter 8hh1mm was not confirmed. The probable cause could not be determined as the reported allegation was not found. However, a transmitter failed error was found within the investigation window. The reported event of a device not communicating with a transmitter is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.